Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smart assist system. Access site bleeding section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention needing an impella device for mechanical circulatory support. During implantation there were complications with bleeding. The impella peel away would not advance due to severe tortuosity of the iliacs and pinching from inguinal ligament. The sheath was torqued and advanced into place once the panis was moved. The inguinal ligament was pinching the peel away sheath and was preventing the sheath from moving forward. The physician removed the sheath and used the radial approach with success. The impella was explanted in procedural area.